Event description:
Customer alleged was driving chair down ramp when the rear casters were hanging up not making contact causing the chair to drive off the side of ramp. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, (B)(4) is approximately 2 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called and stated that the rear struts are preventing the casters from touching the ground. The consumer was allegedly driving down a ramp when he lost control of the chair and drove off the side of the ramp. Dealer has removed the chair from the consumers possession and has provided consumer with a loaner chair until repairs are made. Original parts are to be returned to invacare for and inspection and evaluation. RMA is forthcoming. No injury.